Event description:
It was reported that a patient who underwent breast implant surgery with mentor smooth round moderate profile 475cc saline prosthesis developed late onset seroma with (seroma fluid mixed with old blood). At this time, the results of pathology /cytology report have not been provided. As a result, the patient underwent the right implant explantation on (B)(6) 2021.

Manufacturer narrative:
Upon visual evaluation of the image provided in the complaint no apparent damage or visual anomalies were observed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: seroma. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. Manufacturer¿s reference number: (B)(4).